Event description:
It is reported that approximately 29 months post index procedure, the patient suffered a stroke. Investigator indicated that the stroke was not related to the study device. It is reported that approximately 51 months post index procedure, the patient death occurred. Cause of death pneumonia and stroke (non cardiac).

Event description:
The patient suffered an ischemic stroke approximately 2 years and 6 months post the index procedure.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi and stroke).

Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca. It is reported that the patient had an acute non stemi in the area of the target lesion approximately 2 years and 6 months post the index procedure. A revascularization of the proximal rca was carried out 3 days post the mi and another brand of stent was implanted. It was reported that the patient had a stroke approximately 2 years and 11 months post the index procedure. It was confirmed that the patient was asymptomatic / free of symptoms at the 30 day, 6 month, 1 year, 2.5 and 3 year follow up. The patient had developed stable angina at the 1.5 and 2 year follow up.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
Additional information received reported that cec adjudicated a definite stent thrombosis occurred 2 years and 6 months from the index procedure.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (thrombosis).